Event description:
The consumer reported that the patient had a change in symptoms due to a sudden change at the beginning of (B)(6) 2016. Program 2 stopped working to address the patient's symptoms and program 3 caused anal pain. There were no trauma or falls that could be related to the issue. The patient changed to program 1 and stimulation was fluttering in the appropriate location and was comfortable. The patient would monitor their symptoms on the new setting and would call their health care provider (hcp) if still not resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the patient's loss of therapeutic benefit and anal pain were unknown. The patient was unaware of any change and didn't know why they lost the benefit of their device. The patient had relief from the symptoms after surgery and in the first part of (B)(6), their symptoms returned. The patient noticed the feeling changed and changing programs had not helped. The steps taken to resolve the loss of therapeutic benefit and anal pain were that the patient changed programs and increased the level of stimulus and still had no change in symptoms. The patient had seen their health care provider (hcp) and they reprogrammed the device 2 weeks ago, but the patient had not noticed a change in its usefulness. The patient was very disappointed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2016. The patient couldn't say it had never worked for them, but it was not working now. Therapy had not been consistent for the patient and they only had had therapeutic relief twice since having the device implanted. The patient had seen their health care provider (hcp) twice and had been reprogrammed once. Only 1 program out of the 4 had worked for the patient. The 1 program would work for a while, but then it would stop working. The patient wanted to know why it stopped working and what to do. The hcp told the patient that large sources of emi could change the patient's programs. The patient would follow-up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.